Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The drill bit fractured off in the guide and could not be removed. The drill bit fractured on the shaft and at the tip. The tip was not returned. The devices were manufactured in 2015 and 2018 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the drill bit appeared to cold weld with the drill guide and was stuck in the shaft of the drill guide and the tip broke off. No delay was reported and a backup device was available.